Event description:
It was reported that during an unk procedure, air leaked in 512sd. Another device was used to complete the case. There were no adverse consequences to the patient. One each returning.

Manufacturer narrative:
Eval summary: the analysis results for the 512sd device found that the sleeve was returned with a piece of the outer gasket torn, a leak test was performed to the sleeve and it was noted to leak.